Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening on issue. A technical support specialist (tss) remoted in and inspected the cabinet drawers; all appeared to be functioning correctly. Requested the user to retry the process, focusing on the validation code entry. Identified that the code entered was incorrect. Contacted pharmacy to obtain the correct validation code. Once received, the user was able to successfully issue the medication. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening during the medication issue. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.